Event description:
It was reported that there was a leaky cuff event. X-ray description was: "new left-sided lower lobe atelectasis and general blurring of the left hemithorax and there may be new pleural fluid on the left side." Potential lot number: 4395734 or 4400617.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review for the potential lot numbers showed there were no discrepancies or non-conformances during manufacturing. If the product is returned the manufacturer will re-open the complaint for further device analysis.